Manufacturer narrative:
No information about device explant or tavi procedure, device model or serial number or clinical history of the patient is recieved.

Event description:
The manufacture received the information that a mitroflow valve may be explanted. Still unknown if the valve will be explanted or tavi will be performed. No further information was provided.

Manufacturer narrative:
Manufacturer received the information that tavi re-operation was performed on the patient and patient is female in her (B)(6) (exact age is unknown). No further information was provided about the device. Corrected the PMA/510(k) to p060038/s002. Changed conclusion code since device is not going to be returned due to tavi re-operation performed on the patient. Device not returned to manufacturer.

Event description:
Update: manufacturer received the information that tavi re-operation was performed on the patient and patient is female in her (B)(6) (exact age is unknown) and it was also indicated that device model is possibly lxa model.